Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, cut test, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no physical damage observed during visual inspection. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no product issue (e.g., no damage, no missing pieces, no functional issue, etc.). The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer stated that the monopolar curved scissors instrument had a malfunction. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage reported was a broken wire and the instrument could not move. The instrument did not have loss of cautery, intermittent, or low energy delivery. The instrument did not spark, arc or had any sign of thermal damage.